Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: there was no evidence of moisture found inside the pump. A small crack was found between the battery compartment and the u-groove pump case. Unrelated to the complaint, a persistent line was observed on the display due to a failed display flex. A test display was inserted and the display was functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.